Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between an unspecified line of the homechoice cassette and solution bag, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of four of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a loose connection between an unspecified line of the homechoice cassette and solution bag that led to this alarm. It was verified with the caregiver that the connections were tightened and no damage or leak was noted with the supplies prior to starting therapy. Renal therapy services (rts) assisted the caregiver with clearing the alarm and advised to contact their nurse regarding the missed therapy. Proper procedures per the user manual were reviewed with the caregiver. There was no patient injury or medical intervention associated with this event. No additional information is available.